Manufacturer narrative:
Customer svc offered a discount to the customer on a replacement pump as the pump was out of warranty (it was purchased in 2008). The customer declined. Though multiple attempts were made to contact the customer to get additional complaint info, including what treatment, if any, was prescribed, and to get the product back, they were all unsuccessful. "Mastitis [infection] is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The pump was not received from the customer for testing/analysis as of the date of this report. Based on the fact that the pump was not returned for testing and analysis, it cannot be definitively concluded that the pump caused or contributed to the infection. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer svc that she purchased the pump for use with her first child and has been using her breast pump for 2 months with her second child and in the last two days the suction has decreased. Her breasts are still full after pumping and she developed a breast infection for which she has seen her healthcare provider.